Manufacturer narrative:
As reported, the side port of a 6f 11 cm avanti plus sheath introducer with mini-guidewire became disconnected (came off) resulting in blood all over the bed. The patient had an estimated blood loss of 40-50 cc. This was noticed by the nurse before pulling the sheath. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿side port extension- separated¿ could not be confirmed. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a dry, dark, cool place. Do not use if package is open or damaged.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the side port of a 6f 11 cm avanti plus sheath introducer with mini-guidewire became disconnected (came off) resulting in blood all over the bed. The patient had an estimated blood loss of 40-50 cc. This was noticed by the nurse before pulling the sheath. There was no reported patient injury. The device is expected to be returned for evaluation.